Event description:
The customer reported that the image was cut off. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). Add'l info from the virtual imaging service rep stated that there was a problem with the software. The computer was replaced and there have been no further complaints. Subsequent info stated that there was no problem with the software. Add'l info has been requested multiple times. (B)(4).